Event description:
A patient contact reported to fresenius technical services this peritoneal dialysis patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler needed to discontinue a pd treatment to go to the hospital. The fresenius technical support representative assisted the patient contact with cancelling treatment. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient needed to discontinue a ccpd treatment due to seizure activity due to preexisting neurological impairment. It was explained the patient has a significant history of seizure activity and takes anti-seizure medication. The patient was able to safely disconnect from the liberty select cycler and was transported to the emergency department where they were admitted to the hospital on the same day. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home. It was confirmed the patient¿s seizure activity due to neurological impairment, and the associated hospitalization were unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
Correction: a2, a3: a4.

Manufacturer narrative:
Clinical statement: based on the provided information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A patient contact reported to fresenius technical services this peritoneal dialysis patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler needed to discontinue a pd treatment to go to the hospital. The fresenius technical support representative assisted the patient contact with cancelling treatment. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient needed to discontinue a ccpd treatment due to seizure activity due to preexisting neurological impairment. It was explained the patient has a significant history of seizure activity and takes anti-seizure medication. The patient was able to safely disconnect from the liberty select cycler and was transported to the emergency department where they were admitted to the hospital on the same day. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home. It was confirmed the patient¿s seizure activity due to neurological impairment, and the associated hospitalization were unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.